Event description:
It was reported that while assisting a patient to end therapy, the patient reported they had disconnected from therapy during dwell four of four. It was reported that while reconnecting the patient had touched the end of the patient line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient touched the end of the patient line while they were reconnecting. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. The guide also warns the user to follow aseptic technique when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.